Manufacturer narrative:
The initial investigation was performed on customer synced glucose data on data management system (dms), which is a cloud platform for eversense systems. The initial investigation analysis confirmed that the customer had received several "no sensor detected" alerts. As part of preliminary investigation, a transmitter diagnostic log was requested from the customer which was reviewed by the escalation team. It revealed that the signal strength fluctuated between poor and excellent. To determine if it was a transmitter related issue, the return material authorization (RMA) was issued for transmitter replacement. However, the issue persisted with the new transmitter as well. Thus, a RMA was issued for return and replacement of the sensor. Both the transmitter and sensor were received at senseonics. The returned transmitter passed all the functional testing. The returned sensor showed stable signal with the transmitter and no "no sensor detected" alerts were observed. Therefore, the customer complaint could not confirmed as no malfunction was observed with sensor to transmitter connection. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site or the sensor could have positioned tilted or too deep. No further investigation was found necessary for this complaint. B4.date of this report 19 august 2024. D9 device available for evaluation? Yes on 07/09/2024. G3.date received by the manufacturer? 19 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10; h6. Investigation findings updated to 213; h6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the customer received several "no sensor detected" alerts due to weak signal connection between the sensor and transmitter. Customer said whenever she performs placement test, it starts with an excellent signal and loses the signal shortly afterwards. A transmitter diagnostic log was reviewed which initially suggested an issue with the transmitter and a new transmitter was given to the customer. However, the issue persisted with the new transmitter and as a result, a return material authorization (RMA) was issued for sensor replacement.